Event description:
It was reported that non sustained right ventricular oversensing determined to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were to be completed at a future date. The patient was stable.

Event description:
New information received notes programming changes were made. The patient was stable.